Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to be ruptured and received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with 465cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced a confirmed rupture of her left prosthesis and a suspected rupture of her right prosthesis, which were identified via magnetic resonance imaging. It was also reported that the patient experienced pain in her right breast. As a result, the patient underwent removal and replacement with 4655cc mentor memorygel xtra breast implants on (B)(6) 2023. Upon removal, it was discovered that the patient¿s right prosthesis was intact. This report is for the left implant. Refer to manufacturing report number 1645337-2023-12495 for the contralateral event.